Manufacturer narrative:
Additional information b5: medtronic received additional information that the device had not been connected 6 hours prior to the use. The water flow was not smooth when it was just opened and used. The customer did not notice any error code listed on the generator. There was no low impedance error. There was a normal usage of saline at the ablation site. Correction d3 (street 1): field was updated to 7611 northland dr. Correction d4 (unique identifier (UDI)): field was updated to (B)(4). A. Patient information. 2. Age at event: this field was updated. A. Patient information. 4. Weight in lbs: this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of damage to the device or connector pins. Additional visual inspection showed saline residue in the tubing. There was saline flow observed from distal tip when attached to 300 mm/hg pressure cuff. The reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a cardioblate bp2, it was reported that at the start of the procedure, the monopolar pen was not able to discharge water smoothly. After unplugging and re-plugging, the issue still could not be solved. After replacing it with a new one, the issue was resolved. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.